Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading doses of 300 mg aspirin and 300 mg clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) as indicated in the directions for use. Post bav, no conduction disturbances were noted. The valve was then treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr), the subject developed left bundle branch block. No diagnostic tests were performed to confirm the event and no action was taken to treat the event, event was considered recovered. The subject was discharged three days later.